Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was "high" with moderate ketone levels, however, a specific blood glucose level was not provided. The cause for the reported issue was unknown. The infusion set and cartridge was changed, and the customer administered a manual insulin injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.